Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by abdominal pain and cloudy effluent. On the same date as onset, the patient was hospitalized for the event. Upon hospitalization, the patient was treated with unspecified intraperitoneal antibiotics (dose and frequency not reported) for the peritonitis. After eleven days, the patient was discharged from the hospital. Fourteen days later, antibiotic treatment was discontinued and the patient was reported to have recovered from the peritonitis event. Dianeal therapy had been discontinued. Additional information is not available at this time.